Manufacturer narrative:
On (B)(4) 2019 haemonetics was made aware of a nexsys pcs device in which the customer's technician observed a burning smell, further inspection revealed evidence of thermal decomposition on the cable connecting to the interconnect board. The customer's technician evaluated the device and did not find any other damaged components, and has ordered a replacement component to be sent for resolution. Haemonetics has sent a replacement interconnect pcb to be installed by the on-site technician, who will also ensure that the device is calibrated and meets all specifications prior to being returned to service. The plasmapheresis procedure was interrupted and it was not possible to resume and complete the procedure. Any blood losses associated with an interruption are not significant enough to place the donor at risk of adverse reaction or injury. Based on the design of the disposable utilized for plasmapheresis procedures, it is not possible to draw more than 275ml of whole blood from the donor at one time. The whole blood is then spun in the centrifuge to separate the components, plasma is transferred into a collection container and the remaining uncollected blood components would be returned to the donor. The device safety parameters functioned as designed and prevented the donation procedure from continuing, while emitting an alarm to notify the center staff of a potential issue with hardware components on the unit. There were no injuries reported as a result of this incident, however haemonetics has previously submitted reports of thermal decomposition observed within a device, as a result this incident is deemed reportable.

Event description:
On (B)(4) 2019 haemonetics received a report of a nexsys pcs 300 device which had observed a burning smell during a donation, which was then followed up by an error code for the centrifuge and the donation was stopped. The device was evaluated by the on-site technician who confirmed the issue was isolated to a cable on the interconnect pcb. Haemonetics has sent a replacement component to be installed by the technician who will then complete any calibration activities required and will ensure the unit meets manufacturer specifications prior to being returned to service. There was no report of injury as a result of the burning smell observed. The plasmapheresis procedure was interrupted and it was not possible to resume and complete the procedure. Any blood losses associated with an interruption are not significant enough to place the donor at risk of adverse reaction or injury. Based on the design of the disposable utilized for plasmapheresis procedures, it is not possible to draw more than 275ml of whole blood from the donor at one time. The device safety parameters functioned as designed and prevented the donation procedure from continuing, while emitting an alarm to notify the center staff of a potential issue with hardware components on the unit.